Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was confirmed due to the cable connecting ECG "c" and ECG "d" being pulled from the strain relief, causing fault. The belt was unable to pass detect and treat testing. The root cause for the strained cable was unable to be positively identified. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt. Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to the rear response button cable plug being pulled from the ca board, causing fault. The cause of the non-functional response buttons is the damaged cable. The root cause of the pulled cable was physical abuse. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged. A us distributor returned a monitor and reported that the response buttons were non-functional.